Event description:
A falsely elevated ctni result of 20.72 ng/ml was obtained on the stratus cs analyzer. The doctor questioned the result and the sample was sent to another lap, spun down and run on a dimension rxl. A result of 0.02 ng/ml was obtained. The pt was redrawn and run on the stratus cs analyzer and a result of 0.00 ng/ml was obtained and reported to physician. There were no adverse health consequences to the pt due to the erroneous result being reported to the physician. Pt treatment was not prescribed or altered as a result of the erroneous result. Analysis of instrument data and sample indicates sample integrity issues.